Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient was shocked by the ams device in the shower. Patient described the area as being no physical injury but received a hard shock from the device that went up the neck and head. There is no indication that the patient received medical intervention. Outcome of the shock is unknown. Reporting out of an abundance of caution.